Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2022. During the procedure, the bands kept slipping off varices when deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that when the nurse put it on the end of scope, she had already taken the plastic wrap off end of ligating unit; however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup.

Manufacturer narrative:
(B)(4).